Event description:
The user reported that pad sparked while he was using it. Upon further investigation, we found that the cord had been severed near the strain relief.

Manufacturer narrative:
Cord breakage usually occurs when the cord is repeatedly bent at a sharp angle near the switch. We have initiated a CAPA project (B)(4) to reduce the occurrence of this issue.